Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a lead revision on (B)(6) 2020 and presented in clinic for a post-operation threshold test. Upon investigation, elective replacement indicator (eri) and end of service (eos) messages were found related to the lead revision surgery and cautery exposure. The device was also noted with high speed telemetry lock that was related to the lead revision surgery and cautery exposure. Programming changes were made and the eri and eos messages were cleared. The patient was stable.